Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device in fair condition. Customer?s reported issue was confirmed. Water was inserted and the water tank started leaking. Electrical testing was performed and the device passed. The root cause of the reported issue was determined to be due to wear and tear. Actions taken to mitigate the reported issue: device will be scrapped. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Report source is unknown.

Event description:
It was reported that device leaks water and ground fault. No patient injury reported.